Manufacturer narrative:
A steris service technician inspected the unit and found a loose clamp at the connection. He repaired the unit, ran a test cycle and returned the unit to service. No further issues have been reported.

Event description:
The user facility reported that a reliance eps had leaked water and flooded the department. No injuries, procedural delays or cancellations or property damage was reported.